Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and feedback from the field. The field service engineer (fse) later provided the customer has returned the device to use and no further errors have been reported recently. The fse informed the hospital of the possible reasons for the error and will pay attention to the error information during the subsequent use. If an error happens, to submit separate complaints for the combined instrument(s), working element(s) and cable(s) based on the actual error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Probable causes for the event include: * it is triggered if the electrical resistance between the two electrodes of the device increases. * tissue build-up at the electrodes. * increased contact resistance due to poorly or insufficiently engaged contacts at the working element or the connection cable. * increased contact resistance due to faulty contacts at the working element or the connection cable. * the instrument is in a gas bubble during activation. * excessive measuring voltage can lead to the formation of bubbles, which in turn can decrease the conductivity of the surrounding fluid. * faulty/damaged contacts at the working element can particularly occur if the instruments are put together incorrectly and the generator is activated. Resulting in degradation over time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the generator was giving an e006 (insufficient conductivity) error code. The issue was found during a plasma electrocautery procedure. The procedure was completed with the same device and there was no delay. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the customer¿s reported problem was unable to be confirmed. The device evaluation was unable to duplicate the issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.